Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation and a kink in the distal shaft located 12.5cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a distal tip fracture occurred. The 30 x 2.5mm, 80% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, inside patient's body, it was noted that the distal tip of the device became fractured inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a distal tip fracture occurred. The 30 x 2.5mm, 80% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, inside patient's body, it was noted that the distal tip of the device became fractured inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.